Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported that 2 days following lasik surgery, the pt was diagnosed with trace epithelial defect outside of the flap. The defect was located supero-temporally in the right eye. The pt reported experiencing foreign body sensation and trace light sensitivity. Additional info has been requested.